Manufacturer narrative:
Pump passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that the alarm did not happened after replace a battery. Customer stated that the alarm recurred again. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.